Manufacturer narrative:
According to the facility, on (B)(6) 2025, the "foley was placed and foley was pulled back to meet resistance it was noted that the balloon once again (deflated) and foley came out without any resistance." The facility reports no serious injury or lasting effects on patient. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2025, the "foley was placed and foley was pulled back to meet resistance it was noted that the balloon once again (deflated) and foley came out without any resistance."